Event description:
It was observed during the device inspection that generator had high voltage power supply (hvps) went bad. There were no reports of patient involvement.

Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to an electric power problem or deterioration of parts. The most probable cause is a random component failure without any design or manufacturing issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.